Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. A 10 unit normal bolus and a 10 unit audio bolus were successfully performed and were accurately recorded in the pump history. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that her blood glucose (bg) elevated to 525 mg/dl around 2pm that day. The patient denied any signs or symptoms of hyperglycemia. The patient reportedly treated per her healthcare provider¿s (hcp) instructions with an insulin pen, and about 3 hours later her bg was down to 441mg/dl. The patient stated that she discovered that she was not confirming boluses when prompted to confirm by the pump, so she was not receiving the boluses that she thought she had delivering, resulting in the elevated bg. There was no pump defect identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to use error with the pump.